Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was not illuminated or flashing and the device was emitting the ¿device service required¿ warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
On examination of the device, the technical log indicated that the device failed its basic self test on (B)(6) 2010 due to a software issue where the software (B)(4) had not been configured. A pad-pak was not inserted into the device until (B)(6) 2010. If a pad-pak had been inserted when it was first received, the problem would have been noticed then. The returned pad device was tested and the test therapy was delivered without fault. Acceptable measurements were recorded for the three test shocks and when powered off, the device gave a ¿warning, device service required¿ message with the led flashing red. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.